Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the staples were present, but there was significant bleeding from the staple line. The o.r. Time was extended and pt was brought back to surgery for excessive bleeding and hematoma. Reoperation was necessary. No devices are being returned.